Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was inaccessible through remote support service and the station was not synchronizing with the server. A field service engineer found that the station was not synchronizing data or updating firmware and remote support service was updated to restore remote access, the station status and network settings were verified, and multiple full data synchronizations were attempted without success. An enterprise server specialist was contacted and identified a database issue, which was resolved. A full data synchronization was then completed, and the station was tested and confirmed to be fully operational. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was inaccessible through remote support service, and the station was not synchronizing with the server. However, there were no delay and adverse events or injuries reported based on this event.